Event description:
Healthcare professional reported via regulatory agency an "intracapsular rupture and silicone perspiration". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "intracapsular rupture and silicone perspiration". Clarification to d6a partial implant date: 2009 was provided. Continued e1 phone number: (B)(6). Clarification to g2 - other: ansm: national agency for the safety of medicines and health products.